Event description:
The customer reported the unit images became real grainy in middle of case and didn't clear even after rebooting twice. A patient was on the table but there were no injuries. They were not able to complete procedure.